Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. The field service engineer (fse) evaluated the unit and verified the customer reported problem. Pvt is an activity that is performed before the ventilator is put into use; thus there is no risk of patient harm because it would not be put into use if it fails any test. The fse replaced the flow sensor to address the issue. Gas delivery system (gds) assembly was return. The gas delivery system assembly was tested and no failures were identified.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the o2 flow accuracy test. O2 flow accuracy is tested during performance verification test (pvt). There was no patient involvement.